Event description:
It was reported that during a c5-c6 acdf procedure for cervical radiculopathy, the surgeon tried to insert four different 3.0mm cervical locking screws into the third screw hole of the plate, but the screws would not interface with the plate. The first screw (04.617.814) would not go into the plate hole and kept spinning. Surgeon thought screw was too long and was not connecting to the plate. A second screw (04.617.812) was shorter in length, and when inserted also kept spinning. Surgeon felt the need to re-drill with a 14mm drill bit and tried to seat a 3rd screw (04.617.814). Again the screw was thought to be too long and a fourth screw (04.617.812) was tried and would not seat. Surgeon determined that the left top lateral third screw hole of the plate was stripped. The third screw hole was left empty without a screw. The existing plate was not removed. Surgeon felt the other 3 screws were seated successfully and locked into the plate. The procedure took an additional 15 minutes to complete. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Event description:
This report is for two 3.0mm ti cervical spine locking screws 12mm that would not interface with the plate during an anterior cervical fusion procedure

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.